Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h6, h10 reported event was confirmed by review of medical records. Review of the available records identified that tere was spontaneous implant disassociation of the distal body and intercalary segments. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Dob - unknown month and day in (B)(6). Foreign- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 02030.

Event description:
It was reported that the patient underwent an initial left segmental elbow procedure. Subsequently, the patient was revised due to spontaneous disassociation of the intercalary segment from the distal body. The intercalary segment was replaced, and the event was resolved.